Manufacturer narrative:
Corrected information: h6 health effect impact code.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine displayed a ¿cond offset failure¿ message during power up. During repair for that issue, the bmt found residue on the motherboard and evidence of burning on the actuator-test board and sensor board. Upon follow up with the bmt, he said that the boards were burnt and blackened and smelled burnt. There was no smoke, spark, flames, or arcing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boards were the original fresenius parts on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 3,400 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has ordered replacement parts for the board, but they have not arrived yet. The defective boards were discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine displayed a ¿cond offset failure¿ message during power up. During repair for that issue, the bmt found residue on the motherboard and evidence of burning on the actuator-test board and sensor board. Upon follow up with the bmt, he said that the boards were burnt and blackened and smelled burnt. There was no smoke, spark, flames, or arcing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boards were the original fresenius parts on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 3,400 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has ordered replacement parts for the board, but they have not arrived yet. The defective boards were discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, complaint investigation found objective evidence indicating a product problem, thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine displayed a "cond offset failure" message during power up. During repair for that issue, the bmt found residue on the motherboard and evidence of burning on the actuator-test board and sensor board. Upon follow up with the bmt, he said that the boards were burnt and blackened and smelled burnt. There was no smoke, spark, flames, or arcing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boards were the original fresenius parts on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 3,400 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has ordered replacement parts for the board, but they have not arrived yet. The defective boards were discarded.